Event description:
On the second insertion, resistance was encountered and the device got stuck in the sheath. On the fourth insertion, when removing the device it got caught on the contra lateral side distal end of the sheath; the catheter broke distal to the cutter, the plastic housing of the tip pulled off and the cutter head and wire came out. The physician was able to retrieve the tip without further complications. No patient complications.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.